Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient presented with history of methicillin-resistant staph, significant painful left hip and loose acetabular component. Then revised for resection left tha. Operative notes reported there was significant amount of purulent fluid on the hip joint. When the osteotome was passed around the femur to the acetabular component, the cup simply dislodged immediately and deemed that it was fibrous attached and loose. Part and lot numbers were updated. Added second screw to the complaint. Added lawyer, revision hospital and surgeon. Doi: (B)(6) 2006 (sleeve); doi: (B)(6) 2006 (cup,head,liner, stem, screws); dor: (B)(6) 2009; left hip.